Manufacturer narrative:
The device will not be returned for analysis since it is contaminated. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure with a polarsheath, there was a large amount of air that had to be drawn. This was due to a defective sheath valve. The sheath was replaced and the procedure was completed without any patient complications. The sheath is not expected to be returned for analysis.